Manufacturer narrative:
During inspection and testing, error code e216 (scope communication error) occurred. A review of the device history record found no deviations that could have caused or contributed to the error code. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely error code e216 was displayed due to a failure in the internal circuit board of the video connector. The circuit board may have failed due to age related deterioration like repeated energization stress, static electricity, overcurrent flowing due to connection and disconnection of the video connector while the power of the video system was on, or short circuit caused by connecting to the video system center with water adhering to the electric contact of the video connector. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. The reported issue (unstable image) was not confirmed during testing. In addition, the bending section cover was scratched due to physical stress, the adhesive on the bending section cover was chipped due to deterioration, and the connector and control body were damaged due to handling. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Event description:
The customer reported the image from the subject device was not stable. The subject device was sent to an olympus service center for evaluation. During inspection and testing, error code e216 (scope communication error) occurred. This report is being submitted for the malfunction found during evaluation (error code e216). There was no harm or user injury reported due to the event.